Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was received for evaluation. The sample was received with no sealed packaging flow wrap. It has the plunger rod-rubber stopper, a three way connection instead of the original tip cap, no saline solution. The barrel label confirms the lot# 8018531, and the rubber stopper is all the way to the bottom. The syringe was removed from the three way connection confirming that the luer tip got broken and now it is in the three way connection therefore failure mode is verified. The failure was reproduced by using a new syringe from the production line and connecting it to the three way connection and by screwing it all the way down and tightened until the luer tip got broken off. To get a good connection the three way device don¿t need to be screwed all the way down and tight; this induce the described failure mode. There was no documentation of issues for the complaint of batch (B)(4) during this production run. Investigation conclusion: this is the first complaint for the lot# 8018531 for the same defect or symptom. There was no documentation of issues for the complaint of batch (B)(4) during this production run. Root cause description: the failure was reproduced by using a new syringe from the production line and connecting it to the three way connection and by screwing it all the way down and tightened until the luer tip got broken off.

Event description:
It was reported that the luer on a bd posiflush¿ normal saline syringe broke off into the arterial line stopcock. There was no report of exposure, serious injury, or medical intervention.